Event description:
It was reported that a patient with a vertebral tumor and lung cancer which had spread to some organs underwent a balloon kyphoplasty procedure at th10. It was reported that cement may have extravasated into a right ring apophysis of the treated vertebral body and into the anterior part of the vertebral body. Per the surgeon immediately postop, "cement might have migrated into veins also". In an updated report, the patient was reported as being "pain-free after surgery and doing well". A postop CT scan was performed and revealed "cement leakage in to the sidewall of the vertebral body and pedicles but not into vessels". The surgeon also stated that the sidewall of the vertebral body may have had a deficit prior to surgery due to the spine tumor. No further complications were reported. The postop CT scans and x-rays could not be obtained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.